Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study updated the event to on (B)(6) 2020 (previously noted as (B)(6) 2020) the patient experienced a positional headache due to spinal and lumbar puncture. A blood patch was performed on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020 no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient experienced a positional headache due to spinal and lumbar puncture on (B)(6) 2020. A lumbar epidural blood patch was performed on (B)(6) 2020. The etiology for this event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The incisional site/device tract was lumbar site and intrathecal site. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 17-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported on (B)(6) 2020 the patient reported a headache, post implants. A blood path was performed on (B)(6) 2020. The outcome of the event was noted as ongoing. The clinical diagnosis was reaction to spinal or lumbar puncture - headache- post intrathecal/pump implant. The event date was (B)(6) 2020. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was related. The event was related to surgery/anesthesia. No further complications were reported/anticipated.